Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported left foot and toe pain after implant. The lead may have gone in the gutter and aggravated the nerve. The implantable neurostimulator (ins) was left off. No actions were taken to resolve the issue and the issue is not resolved.